Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of dizziness, headache, nausea, vomiting, cancer and other law grade non-hodgkin hmphomapylori. There was no report of serious injury or harm. There is no medical intervention was specified. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
In the previous report box b (describe event or problem verbiage) was wrongly captured. The following correction has been updated in this report. Box b: the manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of dizziness, headache, nausea, vomiting, cancer and other law grade non-hodgkin hmphomapylori. There is no medical intervention was specified. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.